Manufacturer narrative:
Updated information: b5 clinical narrative updated.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 70 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock. The underlying history was not shared. The pump was supporting along with extra-corporeal membrane oxygenation (ECMO). While on support the cp accessed limb had lost pulses, and so to troubleshoot and treat the ischemia an antegrade puncture was made for perfusion. It was reported there was no improvement in limb ischemia. Additionally the ECMO accessed limb was ischemic. The team did acknowledge the vessels to be small in diameter. After just over 1 day of support the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information in d10(concomitant med products) the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 70 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock. The underlying history was not shared. The pump was supporting along with extra-corporeal membrane oxygenation (ECMO). While on support the cp accessed limb had lost pulses, and so to troubleshoot and treat the ischemia an antegrade puncture was made for perfusion. Additionally the ECMO accessed limb was ischemic. The team did acknowledge the vessels to be small in diameter. After just over 1 day of support the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.